Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. The customer also stated they would have occlusion problems, but would be able to resolve it with self troubleshooting. Customer's blood glucose was unknown. The customer also stated they would resolve the no delivery alarms with a complete set change. The customer did not want to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.